Event description:
Boston scientific received information, that during implant, when the sheath for this left ventricular (lv) lead was inserted, the patient started coughing. This patient's condition soon got worse. A echocardiography was performed, which revealed this patient experienced a cardiac tamponade. The decision was made to perform a thoracotomy. Once this procedure took place, this implant procedure was completed without any further complications. There were no additional adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.